Event description:
It was reported that the autopulse platform did not reset properly and displayed a user advisory (ua) 12 (lifeband not present) message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 05/19/2015 for investigation. Investigation results as follows: visual inspection was performed and the following was observed: the front enclosure was cracked and the lcd image was damaged and distorted. From the condition of the platform, the damages appear to have been caused by normal wear and tear. Functional testing was performed and the reported complaint of the platform displaying a user advisory 12 (lifeband not present) could not be duplicated. However, the platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) upon power on. Further inspection determined that this was due to the driveshaft having moved out of its intended position. After re-positioning the driveshaft, the ua 45 was cleared. Compression testing was then continued for 15 minutes with a test manikin and an additional 15 minutes with a large resuscitation test fixture, with no other user advisories, system errors or warnings exhibited. During inspection of the platform, there were no device deficiencies identified that may have caused or contributed to the reported ua 12. A review of the platform's archive data was performed and found no user advisory codes on the reported event date of (B)(6) 2015. However, a single occurrence of a ua 12 was seen on (B)(6) 2015. Based on the investigation, the parts identified for replacement were the front enclosure and the lcd. In summary, the reported complaint of the platform displaying a ua 12 code was confirmed during review of the platform's archive data, which showed that the platform displayed the code on (B)(6) 2015. Based on device inspection as well as archive review, a cause for the ua 12 could not be determined. During functional testing, the platform did display a ua 45 due to the driveshaft being out of position. The driveshaft was re-adjusted to remedy this issue. Following service, including replacement of the damage parts, the device passed all testing criteria.